Manufacturer narrative:
Batch review performed on 11 july 2019: lot 150410: (B)(4) items manufactured and released on 08-september-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager 3, 5 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. During the arthroscopic procedure, visual inspection of the articular surfaces can be performed. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Preliminary investigation performed by r&d project manager: arthroscopic removal of a gmk sphere tibia insert fixation screw that was found backed out and loosened in the joint 3 years and a half after primary surgery. Preliminary investigation based on the picture of the explanted tibial insert secure screw: the head and the threaded part of the screw look partially damaged. These parts could had been plastically pressed when, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No consequence should be expected for the absence of the screw, since its usage is optional. Tibial insert, tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition during arthroscopy. In case of no or minimal damage, no further consequences should be expected from this event. The most-likely cause for self-unscrewing of the screw is insufficient tightening torque. At the time of the primary surgery, the torque limiting screwdriver, currently mandatory, was not used. Other unknown factors might also play a role in the event. No further considerations can be done basing on the available information .

Event description:
On (B)(4) we were alerted of a revision that was then performed on (B)(6). The inlay fixation screw backed out and the surgeon performed an arthroscopic surgery to remove it 3 years and 5 month after primary. The screw removal was completed successfully.